Event description:
Temperature module failing on multiple devices (at least 8 devices in the last 3 months). Replacing the probe well is not fixing the problem, because the module also fails to recognize any new well. When module overheats, it puts the temperature mode into "continuous", which prevents the ability to spot check temperature of patients. Manufacturer response for vita signs monitor, root vital sign monitor (per site reporter). When the module overheats, it goes into continuous mode. Module is failing due to overheat from dust accumulation.